Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The force of the torque screw exceeds the tolerance (approximately 90lb at 80lb line). The distributor heard a strange noise. The event was detected during inspection for incoming goods. Therefore, there was no patient contact or patient injury.